Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, thirty (30) retention samples of the incident lot were selected from bd inventory for visual examination and no issues were observed. Further clinical testing could not be conducted as certain assays (hiv, htlv, hbsag, anti core hepatitis b, hcv, syphilis and chagas) are excluded from bd clinical laboratory protocols. Bd is unable to conduct clinical testing on infectious disease assays. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated for hemolysis. This complaint is unable to be confirmed with respect to erroneous results and hemolysis. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes erroneous results and hemolysis was found. The issue occurred in an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: the customer reports that the tubes are being used by their facility and they've noticed an increase in the readings of the results obtained in the area of immuserology; additionally, an increase in hemolysis has been detected in this batch of tubes.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes erroneous results and hemolysis was found. The issue occurred in an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: the customer reports that the tubes are being used by their facility and they've noticed an increase in the readings of the results obtained in the area of immuserology; additionally, an increase in hemolysis has been detected in this batch of tubes.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 08-apr-2024. H.6. Investigation summary: bd received ten (10) samples after the initial investigation was closed. The samples were expired and could not be tested. Therefore, thirty (30) retention samples of the incident lot were selected from bd inventory for visual examination and no issues were observed. Further clinical testing could not be conducted as certain assays (hiv, htlv, hbsag, anti core hepatitis b, hcv, syphilis and chagas) are excluded from bd clinical laboratory protocols. Bd is unable to conduct clinical testing on infectious disease assays. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated for hemolysis. This complaint is unable to be confirmed with respect to erroneous results and hemolysis. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes erroneous results and hemolysis was found. The issue occurred in an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: the customer reports that the tubes are being used by their facility and they've noticed an increase in the readings of the results obtained in the area of immuserology; additionally, an increase in hemolysis has been detected in this batch of tubes.